Manufacturer narrative:
The cleartrace ECG electrodes were discarded by the end-user; therefore, an investigation on the suspect device cannot be completed. The lot number of the electrodes is unknown therefore a DHR/lhr, device history record/lot history record, review cannot be accomplished. The patient prepared the ECG site by cleaning the site with soap. The IFU, instructions for use, state, "for oily skin, cleanse with alcohol pad and let dry completely before applying electrode. Prepare site with a brisk, dry rub. Avoid damage or abrasion of skin surface." There could be a multiple of possible causes for this complaint. One possible cause could be insufficient skin preparation resulting in trapped solvents or oil under the electrode. The IFU specifies that "the electrode site should be dry before electrode application. Trapped solvents can cause skin irritation and loss of adhesion." Furthermore, allergic reaction to gel component or adhesive could be a possible cause for this failure mode. The root cause of the complaint cannot be conclusively determined at this time; especially without examination of the product or review of the DHR/lhr documents. Biocompatibility documents noted that all skin contact substances were tested and are considered biocompatible for their intended use. Electrodes were tested for cytotoxicity, and, sensitization and irritation through iso testing. Thus, likely possibility of reaction due to manufacturing related issue is relatively low. Manufacturing defects were not identified within the evaluation; thus, no corrective action is recommended at this time. Conmed is considering this complaint closed. Not returned to manufacturer.

Event description:
It was reported, "patient complaint that involved conmed electrodes used in conjunction with the act iii sensor. The patient's cardiac monitoring enrollment period was scheduled for (B)(6) 2011 through (B)(6) 2011. The patient called to report electrode skin irritation from the electrodes. The patient had redness, itchy/burning sensation, blisters and contact dermatitis." Lifewatch services inc. Had the patient complete a questionaire that was completed on (B)(6) 2011. The questionaire revealed the skin irritation started about five (5) days after the cardiac monitoring period began (approximately (B)(6) 2011) and was under all electrodes. The irritation spread over the patient's upper torso. The patient reported they had medium skin tone and normal skin type. The skin irritation was the size of the entire electrode, and a solid irritation of redness, and peeling blister. The patient had a reaction that required medical attention (treated by physician specifically for irritation). The patient was diagnosed with contact dermatitis and prescribed antibiotics and a cream for the irritation by her dermatologist. The patient was prescribed: augmentin, bactroban, spectazole, and ultravate. The electrodes were not returned to lifewatch; therefore, the electrodes are not available for evaluation by conmed corporation.